Event description:
It was reported that the device had failed right iui communication. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01, annex c: c16, annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated right iui failed communication was confirmed. Received on 06-dec-2024 into bd san diego operation's lab. Lvp unit was received unboxed and with paperwork. Unit was connected between a test pcu and lvp module and was not able to detect both lvp units. A failed iui connector test via asm also confirmed the stated failure. Internal inspection reveals that the logic board was not properly seated on the iui bracket. This caused a bad connection between the logic board and the right iui connector. The logic board was reseated on the iui bracket. Unit was connected back between a test pcu and lvp unit, and the test pcu was able to detect the modules. Iui connector test on asm was done and passed. Improperly installed logic board. Workmanship at bd manufacturing. Device to be returned to san diego repair center for processing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed right iui communication. There was no patient involvement.